Event description:
It was reported that the abdominal aortic procedure was a lesion in the superior mesenteric artery (sma). A non-abbott stent was implanted, then the armada balloon dilatation catheter (bdc) was advanced proximal to the implanted stent in the sma. The the balloon was inflated; however, the balloon reportedly ruptured during inflation the 2nd inflation at 8 atmospheres (atm) due to being caught on the previously implanted stent. The marker band of the bdc was also noted to have become separated during the rupture; however, the bdc including the separated marker band was reportedly removed without issue and only slight resistance noted. There was no adverse patient effect and no clinically significant delay reported during the procedure. The bdc was prepped (air aspiration) outside the anatomy prior to use without any issues. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na.